Event description:
Device was returned to fresenius kabi service for an unspecified issue. The customer was unable to provide log files for a preliminary investigation. As such, no preliminary technical summary could be obtained. The device was powered on and an infusion was run. During the infusion, the lcd screen was observed to register random touches. These random touch inputs were causing the device to select the options menu constantly, even without user input. The lcd touchscreen was sent to engineering for review. The screen showed signs that the touchscreen supplier performed re-work on the screen due to the metal bending around all the latch tabs on the touchscreens. This loose latch can potentially impact the pcap sense capability, since it is connected to chassis ground and runs underneath the pcap sensors. This indicates individual unit manufacturing defects by the supplier.